Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor glucose discrepancy. The sensor glucose value was 69 mg/dl while her blood glucose level was actually 193 mg/dl. The insulin pump went into threshold suspend a couple of times because of the low sensor glucose. The customer removed the sensor and found that it cannula was bent. The customer will send back the sensor for analysis and will receive a replacement.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test. Sensor failed per specifications. Also found cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.